Event description:
ICD device demonstrated significant oversensing on the part of ICD lead. It was noted under fluoroscopy, that there was a probable fracture of the ICD shocking lead. Lead replaced. Removed lead taken by MFR's representative.